Manufacturer narrative:
The complaint device was not returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported a 6f angio-seal vip was used following a percutaneous procedure that occurred in 2009. The patient experienced diminished pulses and was diagnosed by duplex ultrasound to have a dissection of the femoral artery. The patient was taking anti-coagulant medication and was recovering from surgery.